Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 159 and 211 mg/dl. The customer's expected fasting blood glucose test result range is 78 to 135 mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 211 and 170 mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 01/18/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 159 and 211mg/dl. The customer's expected fasting blood glucose test result range is 78 to 135mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 211 and 170mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 01/18/2018 and open vial date is 11/08/2016. The meter memory was reviewed for previous test result history: the 150mg/dl (B)(6) 2016 08:10 am fasting: yes, the 153mg/dl (B)(6) 2016 08:07 am fasting: yes, the 149mg/dl (B)(6) 2016 09:05 am fasting: yes, the 159mg/dl (B)(6) 2016 09:05 am fasting: yes, the 138mg/dl (B)(6) 2016 08:20 am fasting: yes.